Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a patient with a 23mm 3300tfx valve implanted for six years, eleven months underwent a valve-in-valve procedure due to aortic stenosis. A 23mm 9300tfx valve was implanted.

Manufacturer narrative:
H11. Corrected data: updated section h6 (result).